Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 800cc smooth mentor memorygel breast implant and experienced postoperative left-sided grade 4 capsular contracture, confirmed by a physician. As a result, the patient underwent explantation and replacement with 700cc smooth mentor memorygel breast implant, catalog # 3507001bc on (B)(6) 2019.